Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies found. (B)(4).

Event description:
It was reported the programmer was repeatedly shutting down. Cable and connections seemed ok. The programmer was returned for service. No patient complications have been reported as a result of this event.